Manufacturer narrative:
Concomitant medical products:100ml kabi medication vial lot 16nk5759 exp 09/2021, diprivan (propofol) injectable emulsion 1000mg per 100ml. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Admission diagnosis: afib rvr, sepsis, clinical pneumonia. Pmh:copd, diabetes, anemia, heart failure.

Event description:
It was reported from critical care that the rn hung a new bottle of propofol at 1718 programmed to infuse at a rate of 20mcg/kg/min(11.9ml/hr) with a vbti 100ml. At 1835 the device alarmed air in line and the propofol bottle was found to be empty. The patient became hypotensive and required additional monitoring. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn hung a new bottle of propofol at 1718 it was running at 20mcg/kg/min (11 9ml/hr) at 1835 the IV pump was alarming "air in line" the bottle of propofol was empty review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff pc unit and channel were immediately removed from service."

Event description:
It was reported from critical care that the rn hung a new bottle of propofol at 1718 programmed to infuse at a rate of 20mcg/kg/min(11.9ml/hr) with a vbti 100ml. At 1835 the device alarmed air in line and the propofol bottle was found to be empty. The patient became hypotensive and required additional monitoring. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn hung a new bottle of propofol at 1718 it was running at 20mcg/kg/min (11 9ml/hr) at 1835 the IV pump was alarming "air in line" the bottle of propofol was empty review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff pc unit and channel were immediately removed from service."

Manufacturer narrative:
Correction on initial report: b.1. B.2, b.5, h.1, h.11 & short description.

Manufacturer narrative:
Additional information provided: d.11. The customer¿s report of an over infusion of propofol was not confirmed. Physical inspection of the device noted the male iui connector contact pins dull and having green corrosion on the bottom areas of pins 13 through 15. No other issues or anomalies was observed. Visual inspection of the set observed fluid residue. Analysis of the event log shows the system attached with the source pump module s/n (B)(6) (channel a), pump module s/n (B)(6) (channel b), pump module s/n (B)(6) (channel c) and pump module s/n (B)(6) (channel d). The profile ¿adult¿ was believed to be in use on this date. Based on the logs, it suspected that the reported propofol infusion occurred between 05:17 pm and 06:23 pm on (B)(6) 2020. A remote infusion was programmed with a rate of 11.86ml/h and a volume of 100mls as the reported parameters. The pump module infused until 6:22 pm when an air in line alarm was exhibited. A minute later the unit was channeled off observing total calculated pvi of 12.98ml. Rate accuracy testing performed found the device to be in specification. The IV set¿s metrology was found to be in specification. Functional testing resulted in no instances of unregulated flow observed in the returned set drip chamber. The root cause of the customer¿s report of an over infusion of propofol was not determined. Review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 06/27/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 05/20/2020 and indicated that this device has been serviced. On 3/12/2018, implementation field work was performed, unrelated to the reported event. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from critical care that the rn hung a new bottle of propofol 1000mg/100ml(10mg/1ml) at 1718 programmed to infuse at a rate of 20mcg/kg/min(11.9ml/hr) with a vbti 100ml. At 1835 the device alarmed air in line and the propofol bottle was found to be empty. The patient became hypotensive and required additional monitoring. Customer advocacy received a copy of the customer's sus voluntary event report from the FDA which states, "rn hung a new bottle of propofol at 1718 it was running at 20mcg/kg/min (11 9ml/hr) at 1835 the IV pump was alarming "air in line" the bottle of propofol was empty review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff pc unit and channel were immediately removed from service."